Event description:
It was reported that shortly after pulse generator change- out, the bipolar atrial lead impedance was 1770 ohms. Further readings were between 1400 and >2000 ohms. There appeared to be oversensing and there were short bursts of noise on the atrial channel.